Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using the power port isp MRI via the right internal jugular vein. 10 months post procedure it was noted that blood could not be aspirated from the port and infusion through the port was not possible. Subsequent examination and imaging confirmed a complete fracture of the port catheter. It was further reported that the broken catheter had migrated in the direction of the superior vena cava. On (B)(6) 2026, the port was retrieved by the interventional radiology department using a retrieval device. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo and image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.